Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced the patient parameter pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced the patient parameter pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control examined the customer's device and verified the reported issue. Physio then replaced the patient parameter pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present and was rebooting by itself upon powering on the device. There was no patient use associated with the reported event.